Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation the cavity integrity assessment (cia) test failed. Troubleshooting was unsuccessful. The cavity was viewed and no perforation was identified. A second device was used and failed the first cia attempt. The co2 canister alarm came on and the canister was replaced. The cia test then successfully passed and the ablation was completed. The physician then proceeded to a laparoscopy and noted a black mark on the outside of the uterus. The patient had an anatomical defect on the outside layer of the uterus, an indentation in the uterus, that the physician defined as a weakening of the myometrium. A general surgeon confirmed there was no harm to the bowel and no perforation. The physician defined the black mark as "energy from the novasure caused by the weakening of the myometrium due to the anatomical defect of the patient."